Manufacturer narrative:
Received three (3) used. List #142560488 primary plum sets. Samples 1 and 2 were attached to a bag spike adaptor with spiros. As received samples 2 and 3 were observed to be bent. No additional damage or anomalies were observed. Each set was leak tested per specifications. Leakage was observed at the cassette of sample 3. Each set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was attempted. Sample 1 had a cassette test failure alarm during testing and further infusion was unable to be performed. Samples 2 and 3 were so warped that the pump door would not close the complaint of leakage at the 0.2um filter cannot be replicated or confirmed. However during investigation cassette warpage was identified. The probable cause is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. 0.2um filter leakage was reported during infusion of paclitaxel . There were no obvious defects noted on the tubing set; no cracks, breaks, holes, cuts, tears or any other defects noted. There was no spillage and no drug exposure to patient or staff. As to how long into the infusion did the leak occur the reporter responded "2nd day infusion". The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and were not exposed to any extreme temperature condition. Although a patient was involved, there was no report of human harm. This emdr represents three occurrences of the same/similar reported event.